Event description:
The manufacturer received information alleging the discovery of ventilator inoperative error codes during evaluation by the third-party service center. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or serious injury reported with this notification. The device was not in patient use. During evaluation at a third-party service center the bipap a40 device was visually inspected, and no evidence of foam degradation was found, however a ventilator inoperative error code indicating a failure of the outlet pressure sensor was confirmed in the event log. The pca will need replaced to resolve the error. Additionally, dust/dirt contamination was found inside the device, the accessory port cover was missing, and the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. No visual defects found. No repair was performed. The device will be scrapped as per customer request.